Manufacturer narrative:
(B)(4). Evaluation by the carefusion failure analysis technician is anticipated but has not yet begun. This complaint was identified during a retrospective complaint review as meeting the criteria for an MDR and wil be submitted to the FDA.

Event description:
The customer reported that the ventilator went into motor fault and inop condition. No pt involvement.

Manufacturer narrative:
The carefusion failure analysis engineer examined pcba assy into a known good vela test unit and operated it at the standard settings for 24 hours and found no problems. Could not duplicate, vent inop/motor fault, complaint allegation.